Manufacturer narrative:
The insulin pump passed the following tests: displacement, rewind, basic occlusion, prime, occlusion, and excessive no delivery test. No stretched reservoir tube lip noted, only broken. The device had the following cosmetic damage: minor scratches on the lcd window, scratches on the reservoir tube window, a cracked reservoir tube, and cracked battery tube threads.

Event description:
The customer reported via phone call that the plastic o-ring that goes into the reservoir compartment was stretched out and no longer fit. Customer was unaware how the damage occurred. The customer mentioned in the morning she had low blood glucose level of 50 mg/dl which she treated with food and juice. The customer declined troubleshooting. Due to the cosmetic damage the customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been provided in this report.